Manufacturer narrative:
Device manufacture dates: battery charger - 11/2006. Battery pack - 09/2007; battery pack - 09/2007. Device evaluation summary: device evaluations battery charger sn, battery packs have been completed. The reported problem was confirmed. The cause of the "battery need service" light and monitor not powering up was corrosion on the circuit board where the battery connector attaches on battery pack. Water was noted inside the case of the battery pack. The root cause of the corroded circuit board was liquid spillage into the battery well area of the charger. Battery charger sn had a corroded connector that would not allow the battery packs to charge. The root cause of the corroded connector was probably due to the wet battery pack being placed into the charger. Battery pack passed all functional tests. It was restocked. No adverse event resulted from the damaged battery pack and charger. The patient received replacement battery packs and charger.

Event description:
A male patient contacted lifecor customer support to report that one of her battery packs would not charge to full capacity. The monitor would not turn on and both battery packs indicated that the "battery needs service" on the charger. Support sent the patient two replacement battery packs and a replacement charger.